Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient cannot get th eir device to ¿shock¿/¿it would not kick in¿. The patient clarified that it was not doing anything and they are not feeling stimulation. The patient did not have it on overnight. They charged in the morning and after that, they realized that they have nothing going on; no stimulation. Both the patient programmer and ins are charged. The patient spoke with their manufacture representative (rep) to troubleshoot but they couldn't resolve it. The patient tried increasing but it showed settings not available, cannot provide desired settings. The patient has 3 programs but none of them work. During the report, the programmer showed that stimulation was on. Patient services had the patient increase during the call to 15 and the patient indicated that stimulation started to work now. The patient confirmed that they feel stimulation now. They tried the other programs and confirmed that they are working now. Troubleshooting resolved the reported issue. No further complications were reported/are anticipated. Additional information was received from the patient on (B)(6) 2018. The patient called patient services and indicated that they increase stimulation but cannot feet it at all. This started after they recharged this morning. The patient tried all the groups but is not feeling anything even after lowing the groups to 0. Patient services advised the patient to check with their healthcare professional (hcp). No further complications were reported/are anticipated.